Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching a high of 325 mg/dl and remaining above range for more than two hours. The patient¿s father stated that the patient had been using more insulin throughout the day and was consistently running high after meals. Meal announcements were typically made within 30 minutes of eating, and although the ilet eventually delivered corrections, glucose levels often took one to two hours to come down. The patient had recently returned from a multi-week diabetes camp, during which meal announcements were frequently repeated and glucose levels were intentionally kept higher due to increased activity. It was reported that these patterns may have caused maladaptation of the algorithm. After returning home, the family resumed normal eating habits and spacing meals by four hours, which had begun to help. On the morning of the event, the patient ran high for over three hours, and review of device data showed that no breakfast meal announcement had been made, which likely contributed to the hyperglycemia. No backup therapy was used, no ketone testing was performed, and the patient did not receive medical intervention or any additional assistance. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.